Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), which had been inactivated upon downgrade to a pacemaker, had toned although all alerts were reportedly turned off. It was subsequently determined that the device had alerted for a charge circuit timeout and the charge circuit was inactive. The device remains in situ at end of service (eos). No patient complications have been reported as a result of this event.